Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Signs-of-use in the form of biological material was observed inside the extension lines. Visual analysis revealed that the distal extension line contained a hole directly adjacent to the luer hub. Microscopic examination confirmed the hole. No other defects or anomalies were observed. The total catheter length measured 216mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The distal extension line inner diameter measured 1.45mm, which is within the specification limits of 1.42mm-1.50mm per the extension line extrusion graphic. The distal extension line outer diameter measured 2.175mm, which is within the specification limits of 2.13mm-2.21mm per the extension line extrusion graphic. A lab inventory syringe was used to inject water through all three extension lines. When injecting the distal lumen, water was observed exiting out of the hole in the extension line. No defects or anomalies were observed when injecting the proximal and medial lumens. A manual tug test confirmed that the medial and proximal extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal extension line contained a small hole adjacent to the luer. A device history record review was performed, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The complaint is reported as: "after using for 10 days, there is a breach between the cap (brown head) and catheter." No patient harm or injury reported. It was reported the device was removed and replaced. No delay in therapy.

Manufacturer narrative:
Qn#: ((B)(4).

Event description:
The complaint is reported as, "after using for 10 days, there is a breach between the cap (brown head) and catheter." No patient harm, or injury reported. It was reported the device was removed, and replaced. No delay in therapy.